Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since around (B)(6) 2020, the recharger was getting warm. The rep was going to be meeting with the patient to review recharging best practices. The patient contacted patient services on (B)(6) 2020 and reported that they were trying to recharge their ins all morning because the ins charge was very low. They also commented that they had been "having trouble with this thing" and had been told to reset their controller. It was explained that when recharging the ins, they were seeing a "looking for device" message and a "no device found" message. Patient services had the patient start a recharge session and press "recharge" on the no device found screen. The patient then got the passive recharge mode screens and saw zeros across the bottom. At this time, the patient also mentioned the recharger (rtm) had been getting very hot over the previous 2 weeks, and had burned their back. The patient explained that when it got hot they would take it off to cool and then start charging again, and could get to 80%. During the call, they also reported seeing the rm03 screen when recharging. It was noted the rm03 screen was first noticed around (B)(6) 2020 as well. The patient was sent a replacement rtm, which they received the morning of (B)(6) 2020. They confirmed that with the new rtm they were "already stimulated" and it was working fine. They would be returning the other rtm to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755, serial# (B)(4). Product type recharger. Analysis of the device found that the cable insulation was torn at the donut end, thus the device was scrapped. If information is provided in the future, a supplemental report will be issued.